Event description:
It was reported that this pacemaker exhibited premature battery depletion. Boston scientific technical service confirmed the data analysis showed the battery appeared to be depleting more quickly than expected and recommended the device to be replaced. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Boston scientific technical service confirmed the data analysis showed the battery appeared to be depleting more quickly than expected and recommended the device to be replaced. The device remains in service. No adverse patient effects were reported. Additional information was provided advising at this time the device remains in service, and is not scheduled for replacement due to the pandemic. The physician is monitoring the patient closely. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. No adverse patient effects were reported. Several attempts to locate this device have been unsuccessful. If the device is returned, an amended report will be submitted.